Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 80 years old patient with a 27mm perimount valve implanted in an unknown position underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years and eleven (11) months for unknown reason. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 80 years old patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years and eleven (11) months due to reduced leaflet excursion leading to stenosis and insufficiency. The patient was diagnosed with heart failure. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device using the transfemoral approach. The outcome of the patient was noted as to be great.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.